Manufacturer narrative:
As reported in a research article, a valve-in-valve was performed to replace a stenotic trifecta valve. One day after the replacement procedure the patient's condition deteriorated and the patient died. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying trifecta that may be related to a valve in valve procedure. Specific patient information is documented as unknown. Details are listed in the attached article, titled [valve-in-valve implantation using the accurate neo in degenerated aortic bioprostheses]. It was reported from the study that 85 patients from 14 centers in europe and canada were implanted with a variety of make and model of tissue heart valves. One of the patients was originally implanted with a 21mm trifecta valve, which was found to be stenotic. The patient has a baseline of coronary artery disease. A valve in valve procedure was performed with an accurate neo size s implanted with the upper crown above the trifecta valve. The patient experienced coronary obstruction that required conversion to surgery. Despite coronary artery bypass grafting, the patient deteriorated and passed away one day after the procedure.